Manufacturer narrative:
Correction; d4: catalog # 1013-156-004; d4: lot # unknown. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-12. H6: investigation summary: 6 samples of the 1013-156-004 model were received, a preliminary visual inspection was performed. Small cracks were identified in only 4 samples, no issues were detected in the two remaining. DHR review could not be completed due to no lot number was reported. Since the failure mode could not be replicated, a cause effect was conducted, however, since the damage is in the outside of the fluid path, it was considered that an external force generated the damage, therefore, the root cause could not be confirmed.

Event description:
It was reported that the male luer slip 64 cav. Leaked after the IV was started. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer says they start leaking after IV has been started in patient."

Event description:
It was reported that the male luer slip 64 cav. Leaked after the IV was started. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer says they start leaking after IV has been started in patient."

Manufacturer narrative:
H6: investigation summary: 6 samples of the 1013-156-022 model were received, a preliminary visual inspection was performed. Small cracks were identified in only 4 samples, no issues were detected in the two remaining. DHR review could not be completed due to no lot number was reported. Since the failure mode could not be replicated, a cause effect was conducted, however, since the damage is in the outside of the fluid path, it was considered that an external force generated the damage, therefore, the root cause could not be confirmed. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the male luer slip 64 cav. Leaked after the IV was started. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer says they start leaking after IV has been started in patient."